Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The customer did not supply the access total bhcg (5th is) reagent lot number, therefore; the expiration date, date of manufacture and UDI cannot be determined. The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access total bhcg (5th is) reagent was returned for evaluation. In conclusion, a definitive cause for this event could not be determined.

Event description:
On (b)(46 2016 ,the customer reported that elevated beta human chorionic gonadotropin (access total bhcg 5th is) results had been generated for multiple patients the customer's access2 immunoassay system (serial number (B)(4)). The customer indicated that initially one patient result had been inconsistent with clinical presentation and had been questioned by a physician. The customer reported that access total bhcg (5th is) results generated on the access2 were discordant with bhcg results generated from the same samples on a siemens centaur immunoassay system. There was no report of any change to patient treatment or harm to patients in association with this event. Sample collection and processing information was not provided. Calibration data was not provided. System checks from around the time of this event passed with all values in specification. The customer indicated that access total bhcg (5th is) qc (quality control) values generated on the system were acceptable prior to this event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.